Event description:
The clinician opened patient flap and started drilling the osteotomy with 21mm burr, drilled to 2mm, and "bottomed out." The clinician was unable to complete implant placement that day; he added bone to the osteotomy and closed the flap for healing and implant placement at a later date. The clinician alleged that the compu-guide was milled incorrectly.

Manufacturer narrative:
The pilot compu-guide had been milled according to the provided surgical plan. A 21mm pilot drill was checked on the model through the milled compu-guide and no discrepancy was noted. No further conclusion can be drawn at this time.